Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a seguin annuloplasty ring, 32mm was implanted on (B)(6) 2022. Priit was reported that a 32mm seguin annuloplasty ring was implanted on (B)(6) 2022. Prior to implant the patient hemoglobin was hb: 8.2mmol/l ((B)(6) 2022), thrombozyten: 201 ((B)(6) 2022). Post procedure, rotem test showed decrease anemia with a hemoglobin of 4.4mg/dl. Patient was treated with fibrinogen, prothrombin-proconvertin-stuart factor-antihemophilic factor b, and was transfused one unit of red blood cell. The patient was reported to be stable and waiting for rehab.

Manufacturer narrative:
An event of anemia, pneumothorax, hypo-dynamic delirium and edema in the muscles was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications.